Manufacturer narrative:
Related components of device system: model number / catalog number: 720185-01, serial number: n/a, batch / lot number: 736748011, model / catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified issues. The device was removed and replaced for a new ipp consisting of pre-connected pump and 24 cm x 12 mm cylinders and a 100 ml reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The previous device was replaced due to it would not inflate when pumping. The specific issue was not provided. The patient had a good outcome with no further complications.